Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a burning smell was coming from the workstation of the stenoscop system, while booting up. There was no report of patient injury.